Manufacturer narrative:
Additional information is currently being requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. The system was interrogated and the right atrial (ra) lead was found to be fractured and in the patient¿s pulmonary artery. No intervention has been performed at this time and the ra lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the ra lead was eventually successfully explanted. No additional adverse patient effects were reported.